Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Event summary: it was reported, during a stent removal and exchange using of a filiform double pigtail ureteral stent, the stent broke into several pieces during the retrieval. The physicians had placed a scope next to the stent and it was noted that this may have caused the break due to friction. The user removed it in several pieces. There was a stent in the right and left ureter. One of them had the reported issue, and the other had no reported issue. There are no reported adverse effects due to the alleged malfunction. Investigation - evaluation: reviews of the complaint history, instructions for use (IFU), specifications, and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation. No physical examinations could therefore be performed. Photos were provided by the user, showing two stents, one of which appeared to be intact and the other separated into four segments. The largest segment contained one of the coils and the majority of the body of the stent. A second segment was approximately 5cm long based on the stent markings. A further short section was made of approximately 5cm of stent body and approximately half of the stent curl. A fourth segment was made of approximately half a curl. Fragments appearing to be encrustation were also visible in the image. The lot number of the device is not known; accordingly, a review of the device history record and complaint history for this lot could not be conducted. No gaps were discovered in the specifications or quality control procedures for this device. The evidence from the complaint file and quality control documents indicates that the device, as well as other items in the lot or similar devices in the field or in house, were manufactured to specification. The device is packaged with instructions for use, which offer the following precautions: -do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. -the stent must not remain indwelling more than twelve months. If the patient¿s status permits, the stent may be replaced with a new stent. -the included stent is not intended as a permanent indwelling device. -individual variations of interaction between stents and the urinary system are unpredictable. -periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. Based on the information available, cook has concluded that, encrustation, which is a known inherent risk of the device likely contributed to the separation of the stent. The obstruction in the stent, which was likely encrustation, prevented the physician from removing the stent in a conventional manner. The IFU states, ¿individual variations of interaction between stents and the urinary system are unpredictable." And, "periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage." We will continue our monitoring of similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
It was reported, during a stent removal and exchange using of a filiform double pigtail ureteral stent, the stent broke into several pieces during the retrieval. The physician attempted to pass a wire through the stent, but "buildup" prevented the wireguide from going through the stent. A 22 french rigid cystoscope was inserted bedside the stent and a wire was able to be placed beside the stent. The physician then tried to pull out the stent beside the scope and the stent broke in several pieces. It was noted there "must have been some friction" that may have caused the stent to break. The user removed the separated sections using a reusable grasper. There was a stent in the right and left ureter. Only one of the stents had the reported issue, and the other had no reported issue. No unintended section of the device remained inside the patient's body. There are no reported adverse effects due to the alleged malfunction. Additional information has been requested. At this time, no other information is available.